Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within specification. No traces of moisture were found at the electronic or motor assembly per visual inspection. No blank display anomaly noted. No error alarms noted. The insulin pump is missing end cap sticker and has cracked belt clip slot.

Event description:
It was reported that the insulin pump had been exposed to water and would not switch on. The caller declined to provide the blood glucose reading. Advised return of the device for analysis. Nothing further reported.